Event description:
During the shoulder procedure, the burr seized up and broke while burring the acromiom. Additional information confirms no injury noted to the patient because of the burr malfunction and no pieces of the burr left in the patient for retrieval. Rather than use another burr, the patient was opened up and a nibbler was used to do the same job as the burr.

Manufacturer narrative:
One used device was received for evaluation. Functional testing was performed and it is unknown if the bushing rotates or if the batch was deburred. There was damage present to the hub/sluff. The tip of the inner tube sluff chamber displayed significant melting and was slightly broken off. In addition, the inner tube is stuck inside of the outer tube. The thrust washer is stuck inside of the melted inner tube sluff chamber. Probable cause could be due to no flow. (B)(4).

Manufacturer narrative:
(B)(4).